Event description:
End user alleges while exiting a transit bus in the motorized wheelchair, she was unable to control the unit and injured her foot on a rail in the bus. Allegedly, as a result of the incident, the client was hospitalized.

Manufacturer narrative:
Upon eval, the motorized wheelchair's motors functioned as intended. The cause of the incident is unk. The end user reported not wearing a seat belt while in the power wheelchair. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment." "In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum," and "always use the seat belt."